Manufacturer narrative:
Complaint conclusion: a slalom thrill percutaneous transluminal angioplasty (pta) (.018 hp 40 4x2) balloon catheter was delivered and inflated; however, it ruptured within its nominal pressure during its initial inflation. This was a shunt pta case. It was replaced with a new balloon catheter and the procedure was completed successfully. The device was not returned for analysis. A product history record (phr) review of lot 17646873 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. With the absence of any patient or vessel information, it is not possible to draw a clinical conclusion between the device and the event. However, the procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and are therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the instructions for use, which are not intended to mitigate risk, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a slalom thrill percutaneous transluminal angioplasty (pta) (.018 hp 40 4x2) balloon catheter was delivered and inflated, however, it ruptured within its nominal pressure during its initial inflation. It was replaced with a new balloon catheter and the procedure was completed successfully. The device will not be returned for analysis due to infectious diseases. This was a shunt pta case.